Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion (nbd), there were difficulties experienced upon removing this right atrial (ra) lead and right ventricular (rv) lead from the header of the implantable cardioverter defibrillator (ICD). Multiple wrenches, increased torque techniques and mineral oil were used, but were unsuccessful. The leads were then cut from the header and surgically abandoned. A new rv and ra lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead was severed 59 millimeters (mm) from the terminal pin and only the terminal pin segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of the returned segment.